Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was discovered upon internal review of invoice records that the humeral bearing size did not match the glenoid size that was implanted during this shoulder arthroplasty procedure that occurred on (B)(6) 2011. Follow up for additional information revealed that a revision procedure has not been performed to date.